Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the coupling head was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during pre-operative, it was discovered that the small battery drive device was not working. There was no relation to surgery. It was not reported if there were delays to the planned surgical procedure or if an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.